Event description:
Procedure type: hemorrhoidectomy. According to the reporter: surgeon states that staples are all opened. The surgical time extended by more than 30 minutes due to the product problem. The patient experienced increased pain post-operatively. The staple formation problem treated by manual suture.

Manufacturer narrative:
(B)(4).